Event description:
A complaint was reported to boston scientific corporation on a navigator access sheath. According to the complainant, during preparation, upon opening it was found that the device was broken. No damage was noted to the packaging itself. Upon receiving the device at the complaint investigation site it was noted that the purple sheath was fragmented and the coil was exposed. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine.

Manufacturer narrative:
The reported lot number, 2420500501, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Analysis of the returned navigator access sheath found exposed coil areas of .307inches and .314inches. Further analysis found that the purple pebax flaked when it met an object. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.